Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
This report is a duplicate of the one which has been submitted under ref 0008010177-2014-00290.

Event description:
It is reported by the surgeon that upon insertion, the twinfix screw disconnected at the blue and yellow part.

Event description:
It is reported by the surgeon that upon insertion the twinfix screw disconnected at the blue and yellow part.